Manufacturer narrative:
D9 - date returned to mfg on 4/22/2024. Received two used d1000 tegos for inspection. This is the second of two. Sample 2 had errant solvent observed in the fluid path. The reported complaint can be confirmed. The probable cause for sample 2 is due to errant adhesive applied during assembly in manufacturing. The device history report (DHR) for lot 13772666 was reviewed and no relevant non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is available for evaluation- it has not been received.

Event description:
The event occurred on an unspecified date in the 4th quarter of 2023 involving a tego® connector. The customer stated that the caps have passage problems when connecting and flushing during dialysis. There were no any defects, tears, or cuts noted on the product. The medical intervention provided was the defective tego was replaced by another tego. The medication involved in the event was during dialysis and/or flushing the catheter. The product was in clinical use at the time of the event. There was patient involvement but no patient harm. This is the second of two events.